Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free connector extension set came off the IV set while connecting it. This occurred 10 separate times during use. The following information was provided by the initial reporter: "while connecting with IV set facing pop out issue with smartsite bi extension."

Manufacturer narrative:
Investigation summary: two 20019e7d products were received for investigation in opened packaging from lot 21075723. A connecting b.braun oyster infusion set was also received to assist the investigation. Functional testing involved connecting the male luer of the oyster infusion set to the received 20019e7d products; a secure connection was established, and no bounce-back was observed. To test the security of the connection, fluid was flushed through and no leakage or disconnection was observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075723 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20019e7d product.